Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a failed sensor on (B)(6) 2010. Upon removal of the failed sensor, pt stated that the sensor wire was retained in abdomen. Pt was able to remove the retained sensor wire in one piece. The device has not been made available for eval and dexcom cannot confirm whether this incident actually involved a broken sensor wire or if this is an insertion issue.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.